Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 479 mg/dl. Cause of bg level was not known. Customer performed a supply change to address the issue and went to the emergency room with trace ketones. Customer was treated with intravenous fluids of saline and insulin and was discharged with the issue resolved and no permanent damage; date of discharge was not provided. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended.